Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibratory alert for high pacing impedance. During the in clinic follow-up, there was also an increase in the capture threshold on the right ventricular (rv) channel. An x-ray was performed and a dislodgement was confirmed on the rv lead. The lead was explanted but not replaced as the clinical indications of the patient had changed. The patient was stable following the procedure.